Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown, unknown cup lot # unknown, item # unknown, unknown stem lot # unknown, item # unknown, unknown liner lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02113, 0001825034 - 2018 - 02114, 0001825034 - 2018 - 02115.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was unable to be confirmed due to limited information received. Radiograph was received and reviewed. X-ray review found the following: there is a transverse fracture through the proximal femoral diaphysis. Both the cement and bone is fractured with minimal lateral displacement of the distal diaphysis; resultant moderate apex lateral angulation. There does appear to be a periprosthetic lucency surrounding the distal cement, which could indicate loosening. The femoral head appears superiorly subluxed with respect to the acetabular cup. Possible lucency in greater trochanter. Superior subluxation of the femoral head which may be a result of abnormal stresses from the fracture but can also be seen with acetabular cup lining wear as well. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed due to x-rays received. Radiograph was received and reviewed. X-ray review found the following: there is a transverse fracture through the proximal femoral diaphysis. Both the cement and bone is fractured with minimal lateral displacement of the distal diaphysis; resultant moderate apex lateral angulation. There does appear to be a periprosthetic lucency surrounding the distal cement, which could indicate loosening. The femoral head appears superiorly subluxed with respect to the acetabular cup. Possible lucency in greater trochanter. Superior subluxation of the femoral head which may be a result of abnormal stresses from the fracture but can also be seen with acetabular cup lining wear as well. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.